Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touchscreen has been intermittently unresponsive. The customers blood glucose level was not impacted. In addition, the customer reported that the pump reset unexpectedly. During troubleshooting with tandem technical support, the customer was able to reload a cartridge onto the pump and resume insulin delivery. Reportedly, the pump is functioning as intended after the unexpected reset.